Event description:
Customer reportedly received undosed result of 57 mg/dl on the compact system. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.